Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump had a blank display. Customer inserted a new battery, but the display did not return. Customer took the battery out for ten minutes, and this resolved the issue. Customer was advised to monitor the device and call back if needed. Customer's blood glucose was 20 mg/dl.